Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device was performed. Visual analysis revealed a separation between pebax and electrode section and a foreign material inside it. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No visualization issue or failures were observed. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The foreign material inside the pebax reported by the customer was confirmed. The root cause of the pebax damage is traced to the manufacturing process. An internal corrective action was created for further investigation of the force sensor sleeve insolation to prevent fluids from getting inside into the device. The instructions for use (IFU) contain the following recommendations: to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. In order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. The visualization issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The carto® 3 system instructions for use (IFU) contain the following information: ensure that catheter visualization initialization has finished. Ensure that the electrodes selected for mapping are out of sheath. Ensure that conditions for catheter visualization are fulfilled and the selected mapping catheter is visualized. Disconnect and reconnect the catheter and ensure proper connection. Replace the catheter or the cable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between pebax and electrode section and a foreign material inside it. Initially, it was reported that a noticeable accumulation of blood was found below the tip of the catheter. During ablation, the catheter started to shift uncontrolled. There was no patient consequence. On 04-mar-2025, additional information was received. It was reported that uncontrolled shifting happened directly after starting the ablation. The visualization of the catheter started to move uncontrolled in different directions. After stopping the ablation, the visualization went back to normal. They decided to take the catheter out of the patient. That¿s where they saw a noticeable accumulation of blood below the tip of the catheter. The foreign material (blood) and visualization issues were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device, and per the evaluation completion, there was a separation between pebax and electrode section and a foreign material inside it. This was assessed as MDR reportable with an awareness date of 06-feb-2025.

Manufacturer narrative:
On 06-mar-2025, the product investigation was updated as follows: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device was performed. Visual analysis revealed a separation between pebax and electrode section and a reddish material inside it. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No visualization issue or failures were observed. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The foreign material inside the pebax reported by the customer was confirmed. The root cause of the pebax damage is traced to the manufacturing process. An internal corrective action was created for further investigation of the force sensor sleeve insolation to prevent fluids from getting inside into the device. The instructions for use (IFU) contain the following recommendations: to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. In addition, to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. The visualization issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The carto® 3 system instructions for use (IFU) contain the following information: ensure that catheter visualization initialization has finished. Ensure that the electrodes selected for mapping are out of sheath. Ensure that conditions for catheter visualization are fulfilled and the selected mapping catheter is visualized. Disconnect and reconnect the catheter and ensure proper connection. Replace the catheter or the cable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).